Event description:
It was reported that the system would not display an image on the left monitor. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. It was determined that the monitor will be replaced. No add'l repair info is available.